Event description:
Pt was taken to the operating room on (B)(6) 2019 for rod replacement. A magec rod and medtronic instrumentation set were ordered by the surgeon prior to surgery and both were present for the surgery. After the incision was made, the surgeon identified that the pt had biomet hooks. This was different than what he had anticipated preoperatively and no screwdrivers present were compatible with the biomet hooks to remove them. After discussion with the pt's mother, the incision was closed with plan to reschedule the procedure. FDA safety report ID# (B)(4).